Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5102392). The patient has alleged to sore throat, nose bleeding and cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Due to the manufacturer not receiving the device information, the following are possible recall z numbers: z-1972-2021 z-1974-2021 z-1973-2021 h3 other text : device not returned to manufacturer.